Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received a low reading of 86 mg/dl on the sensor compared to capillary reading of 112 mg/dl obtained on a competitor meter. No symptoms were experienced by the customer, however self presented to the hospital where sensor readings of 76 mg/dl at 6:30 p.m. And 66 mg/dl at 7:41 p.m. Were obtained compared readings of 164 mg/dl and 180 mg/dl obtained on the hcp meter respectively. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer was treated with 15 units if insulin lispro. There was no report of death or permanent impairment associated with this event.